Event description:
As initially reported: it was reported that the pt had bilateral inguinal hernia repair using 2 perfix plugs from the same lot. Pt is experiencing pain (has been for 23 months) in the groin area, testicles, moving downward to feet. Pt has also had hydroceles drained, but it seems to have recurred. As reported by attorney: (B) (6)2005 - pt underwent a bilateral inguinal hernia repair utilizing perfix plugs. On (B) (6)2007 - pt underwent surgery to repair hernias and to remove the "perfix plugs."

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all, pt's event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.